Event description:
The device would not power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect power supply board was returned. Our evaluation of the module verified the reported malfunction and attributed the failure to a faulty capacitor.